Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, the liner would not lock into the acetabular cup. Surgeon attempted to utilize a new cup and liner but the liner would not lock into the acetabular cup again. As a result, a delay greater than 30 minutes occurred and a larger acetabular cup and liner were utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the likely cause was due to difficult surgical assembly of parts that are at minimum clearance or damage at the initial trial of liner insertion.